Manufacturer narrative:
To date the device involved in the reported incident has not been rec'd for evaluation. An investigation has been initiated based on the reported info.

Event description:
"For repair". Additional info was requested numerous times by integra. On (B)(6) 2013 add'l info was rec'd by integra: there was no injury to the pt. The incident occurred during the pt's surgery; the donor site was the pt's thigh, a second graft was required. The surgery was delayed "more or less 30 minutes". Add'l info was requested by integra.